Event description:
Same case as MDR ID: 2134265-2015-01309. It was reported that the burr became stuck on the rotawire. The severely calcified target lesion was located in the coronary artery. A 330cm rotawire and a 1.50mm rotalink¿ plus were selected to treat the lesion. During the procedure, it was noted that the burr got stuck with the rotawire. The devices were removed together as a unit. There were no patient complications reported and the patient's status was good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. The visual inspection was performed and the device returned fractured in two sections. Evidence of wear reduction was noted indicating that the burr was in contact with the wire. Moreover, distal section had kinked at 44.8cm approximately from the distal end. All the outer diameter measurements are within the specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-01309. It was reported that the burr became stuck on the rotawire. The severely calcified target lesion was located in the coronary artery. A 330cm rotawire and a 1.50mm rotalink¿ plus were selected to treat the lesion. During the procedure, it was noted that the burr got stuck with the rotawire. The devices were removed together as a unit. There were no patient complications reported and the patient's status was good.